Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number: 0012643681 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot verification (where applicable). Electrical continuity test did not reveal any anomalies. Inspection (microsco pe/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components: during inspection of the shaft segment, an electrode wire was observed to be kinked. In conclusion, the catheter failed the return product inspection due to an electrode wire observed to be kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field pulmonary vein isolation procedure using the pulse select catheter, the slide control became stuck. Upon retraction, it was slightly more difficult than usual to retract the catheter. The catheter was prepped again, retracting the electrodes and removing the wire without issue. However, when attempting to recapture the array into the introducer, resistance was encountered, and the slide bar became completely stuck at about two-thirds of the way. Multiple unsuccessful attempts were made to move the slider. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.